Event description:
In 2009, the sales rep reported that during surgery, the surgeon was putting the screw through oct occipital plate. The surgeon tapped 3.5mm and was putting in the 4.0 rescue screw. Surgeon asked if he could put in a 4.0 screw after tapping 3.5. Since no 4.0 tap is in the set, company rep indicated, "yes". When the surgeon was implanting the screw, it broke after 2-3 revolutions. Additional info received via telephone on 29 oct 2009, the sales rep reported that during surgery, when the surgeon was tapping with the 4.0 rescue screw, the screw broke within the occipital bone. The surgeon was not able to retrieve the screw from the bone. The surgeon then repositioned the plate and implanted the screws. There was a surgical delay of 10 minutes.

Manufacturer narrative:
The remainder of the screw is implanted in the pt. No device will be returned part of the screw is implanted in the pt, and the other portion was discarded at the hospital.